Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event and a review of the complaint history of the reported lot identified no similar incidents. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a cause for the clip becoming caught in the chordae, resulting in difficulty removing the device, could not be determined. It is possible that due to the two previously implanted clips positioning and maneuvering was more difficult due to limited space, thus contributing to the event; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 2 additional implanted mitraclips. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system, the clip became caught in the chords and a chordal rupture occurred, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 3. The third clip delivery system (cds 60630u125) was advanced to the mitral valve, but the clip became caught in the chordae and a chordal rupture occurred. The clip was implanted and the mr remained at 4. One additional clip (60714u109) was implanted for treatment; however, the mr remained at 4. The patient was confirmed to be clinically stable post procedure and no additional treatment has been planned. No additional information was provided.